Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the buttons of the insulin pump have to be pressed harder and many times. Customer's blood glucose level was unknown at the time of incident. Customer stated that insulin pump battery cap was worn out, had failed battery tests, rewound was louder, backlight was dimmer and had no delivery alarms. The insulin pump will not be returned for analysis.